Event description:
Procedure: colorectal. According to the reporter: the anvil tilted prematurely. The staple line was incomplete. This lead to another colorectal resection to make another anastomosis with another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).